Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller mentioned that they were driving one time "years ago" when all of the sudden the stimulator went crazy. Caller said luckily, they happened to have the controller in the car to turn off the stimulation because it was so strong, the pt couldn't stand it.